Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. The patient will be continuously monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. The patient will be continuously monitored. No adverse patient effects were reported. Additional information was received and technical services (ts) reviewed device data and noted the device is depleting normally. This pacemaker remains in service. No adverse patient effects were reported.